Manufacturer narrative:
The reported event is confirmed, cause unknown. The x-force balloon dilation catheter was returned without the original packaging. The device was visually inspected under normal room lighting with no defects noted. A potential root cause for this event could be, "poor balloon design (inadequate wall thickness/strength), inadequate material selection". As no patient involvement the device was not used, however, it is intended to be used for treatment purposes. It is unknown if the device met all relevant manufacturing specifications. As the dilation catheter was damaged there appear to be a relationship between the reported event and the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "The x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the dilation catheter balloon leaked. The operation could not be completed because the pressure could not be applied when the doctor examined the consumables used before the patient underwent ureteral dilatation on the afternoon of (B)(6) 2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dilation catheter balloon leaked. The operation could not be completed because the pressure could not be applied, when the doctor examined the consumables used before the patient underwent ureteral dilatation on the afternoon of (B)(6) 2021.